Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (low capacity) was confirmed. As received, the battery would not power a monitor. Upon evaluation, the output voltage of the battery cells was 1.5v, 0v, and 0v. The cause of the low capacity and inability to power a monitor is the low output voltage. The root cause of the low output voltage is defective battery cells. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack had a low battery capacity and subsequently would not power a monitor.